Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. Death and arrhythmia are known adverse events as listed in the graftmaster otw instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the devices cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that during the procedure, a jostent graftmaster otw stent graft was used to successfully seal a perforation in the right coronary artery that was not caused by an abbott device. The ease of the device was reported as excellent. The patient expired in the intensive care unit. The reported cause of death is an arrhythmia. No additional information was provided.